Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The synchroseal instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, the jaw ceramic dots were present. Energy was delivered without any issues and the electrical continuity test passed. The grip test force test was performed and passed. Additional findings not reported by the site: the instrument was found to have thermal damage on the cut electrode. The root cause of this failure is attributed to a component failure. The instrument was found to have a torn jaw cover. The tear measured 0.049" in length with no material missing. Root cause of this failure is attributed to mishandling. The instrument was further investigated by an isi advanced failure analysis engineer (afa). The afa found the e-100 logs were checked and five cut electrode shorted errors were noted, which is typically a sign of an arcing event. The seal electrode was examined and there was thermal damage from the arcing event, indicating the arc remained within the instrument jaws. This is attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument would not cut. The procedure was completed as planned with no reported injury.